Event description:
Boston scientific crm received information that this atiral lead had sustained a fracture. Therefore, a revision procedure was performed and the lead was removed from service.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing confirmed the lead was not electrically continuous and the cathode coils were fractured at 185mm from the terminal pin. This issue will be re-evaluated if additional information is received.